Event description:
It has been reported to philips that the geometry pc failed to bootup. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the procedure was aborted and scheduled after the system had been fixed. A philips field service engineer (fse) went onsite and confirmed that the examination table cannot be started. The system logfiles were checked and troubleshooting found that the geometry pc (geo-ipc) failed to bootup. The ipc power was normal, but the issue could be with the internal components. The fse reseated the relevant hardware inside the geo-ipc, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome. (Device) problem code and health impact code was corrected.